Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had some cracks and chips of missing plastic at the reservoir compartment. The customer¿s blood glucose was unknown at the time of incident. The serial was also worn off the insulin pump. The insulin pump will not be returned for analysis.